Event description:
While the bariatric pt was being lifted off of the bed, the bolt appears to have sheared off. The lift bar fell onto the pt's chest as the pt was dropped back onto the bed. No apparent injury to the pt.